Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, alarmed compromised force sensor system and excessive no delivery test due to blank display. Pump received with broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and plastic missing on the top of the battery compartment. Customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.